Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad of the device was partially severely worn. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device melted and came loose. The device was used fifty times. There was no patient injury reported.